Event description:
The nebulizer would not produce aerosol; it would only produce bubbles inside of the device.

Event description:
The nebulizer would not produce aerosol; it would only produce bubbles inside of the device.